Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1699tc competitor implantable pacing lead - (B)(6) 2009; 7122q competitor implantable tachy lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a rise in capture threshold while unipolar and exhibited non-capture at max outputs while bipolar. Additionally, the patient complained of diaphragmatic stimulation. The lv lead thresholds were reprogrammed, and the lead remains in use. The patient is participating in the system longevity study. No patient complications have been reported as a result of this event.